Manufacturer narrative:
The device was not returned to physio-control for evaluation. The reported symptoms may indicate that the lid magnet was missing. However, this was not able to be confirmed. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.